Event description:
The suspect meter exhibited variation in test results when compared with the lab. The folowing results were reported: inratio = 3.4, 3.7, and 3.9. Upon further review, it was revealed that the pt had not been trained. Training was performed and an inr of 3.0 was obtained. Pt repeated test and obtained an inr of 3.5. A new lot of strips was sent to the pt. The following tests were reported: inratio = 3.4 lab = 2.7. A replacement meter was sent to the pt. Further follow up to be performed.